Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a2 (dob, age), a4, b7. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: corrected: a1. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records received states that on (B)(6) 2019, the patient had a left total hip arthroplasty to address left hip degenerative joint disease. Depuy components were implanted during the procedure. (B)(6) 2020 medical record note that a patient had experienced pain and limited range of motion. Diagnosis of heterotopic ossification. (B)(6) 2020 revision arthroplasty hip, both acetabular and femoral components. (No more info provided) this information was provided with previous medical records, but is relevant to the new medical information received. (B)(6) 2020 medical records note the patient is post left hip surgical follow-up for l hip heterotopic ossification removal (page 316 of 616) no mention of any components revised. (B)(6) 2020 medical records note the patient was doing well post op and then was attacked by a dog a month ago and now notes pain, limping, and numbness. (B)(6) 2022, the patient had a revision arthroplasty to address left hip pain. Depuy components are implanted again. ( (B)(4) doi: (B)(6) 2019 - dor: (B)(6) 2022 left hip). On (B)(6) 2022 medical records notes the patient radiographs show a well aligned and well fixed left total hip, lumbar hardware at l5-s1 level. Assessment shows lumbosacral radiculopathy. On (B)(6) 2022 medical letter notes patient has neck pain, back pain, and left thigh pain. On (B)(6) 2022 troch bursa injection (left hip) (page 93 of 616). On 09/19/2023 medical record for left hip follow-up from revision on (B)(6) 2022 ( (B)(6) 2024) patient reports having ongoing pain and left foot numbness. The assessment is of left sacroiliitis.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5 and h6 (health effect - clinical code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records include radiology reports from 2018 taken of the left hip prior to the primary hip implantation. The attachments detail a doctor visit prior to any hip replacement surgery, lab work from a pap smear, and billing information.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5 and d10. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #:(B)(4). Investigation summary ==> pinnacle litigation record received. Patient alleges pain, loud squeaking noise and 3 years post index procedure. During the revision tha surgery, the surgeon noted that the ceramic femoral head was found to be articulating with the superior lateral portion of the acetabular cup and complete wear at the portion of the liner was seen. Portion of the lateral rim of the acetabular liner was broken free. The liner thinned on the fractured side due to wear and creep. The product was not returned to j&j medtech orthopaedics; however, photos were provided for review and four discs were returned. See attachment (B)(4) litigation records ad 10 jan 2023 (2) and xrays retrived from discs (4) - (B)(4). The photo and x-ray investigation revealed that the delta cer head 12/14 32mm +1 appears to be not centrally loaded since it can be observed that it is having a direct contact with the cup. Additionally, the femoral head has signs of material transfer, most likely caused by the head being in contact with the acetabular cup after the disassociation event occurred. Audible sound would be present due to the unintended interaction between the acetabular cup and the femoral head. The observed condition does not represent a device nonconformance. A manufacturing record evaluation was performed for the finished device (136532310/8972714) product and lot numbers, and no non-conformances were identified during manufacturing. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the delta cer head 12/14 32mm +1 would have contributed to the complained device issue. ¿ based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> a manufacturing record evaluation was performed for the finished device (136532310 /8972714) product and lot numbers, and no non-conformances were identified during manufacturing. Device history review ==> a manufacturing record evaluation was performed for the finished device (136532310 /8972714) product and lot numbers, and no non-conformances were identified during manufacturing.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this complaint was not returned. Photo evidence provided was reviewed and found a remarkable worn appearance at the part. It was possible to identify edge loading and a disassociation event among cup and liner since it was found that occurred a transfer of the titanium cup material onto the surface of the ceramic head. It is subsequent the liner disassociation and does not signify any product error. The present condition is able to confirm implant noise. The reported condition was confirmed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing record evaluation was performed for the finished device (136532310 /8972714) product and lot numbers, and no non-conformances were identified. Device history review : a manufacturing record evaluation was performed for the finished device (136532310 /8972714) product and lot numbers, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: pinnacle litigation record received. Patient alleges pain, loud squeaking noise and 3 years post index procedure. During the revision tha surgery, the surgeon noted that the ceramic femoral head was found to be articulating with the superior lateral portion of the acetabular cup and complete wear at the portion of the liner was seen. Portion of the lateral rim of the acetabular liner was broken free. The liner thinned on the fractured side due to wear and creep. The product returned to j&j medtech orthopaedics material science lab in warsaw for evaluation. Visual analysis of the returned device revealed that the delta cer head 12/14 32mm +1 has signs of material transfer, most likely caused by the head being in contact with the acetabular cup after the disassociation event occurred. However, material transfer is not indicative of wear on the femoral head. The observed disassociation could have contributed to the hip joint noise. A manufacturing record evaluation was performed for the finished device (136532310/8972714) product and lot numbers, and no non-conformances were identified during manufacturing. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The review of the provided evidence confirmed the reported implant noise event involving the delta cer head 12/14 32mm +1. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device (136532310/8972714) product and lot numbers, and no non-conformances were identified during manufacturing. Device history review: a manufacturing record evaluation was performed for the finished device (136532310/8972714) product and lot numbers, and no non-conformances were identified during manufacturing. Corrected: h3

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b7. Corrected: e1 (facility name). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
MRI review dated (B)(6) 2020. The patient is a police officer and was attacked by a police dog approximately 8 weeks after the revision surgery dated (B)(6) 2020. MRI was performed to rule out any deep infection associated with the dog bite. A small area of fluid collection is noted. No treatment was provided and there was no indication of device failure or patient harm associated with the devices or revision.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Initial reporter occupation: lawyer. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation record received. Patient alleges pain, loud squeaking noise and 3 years post index procedure. During the revision tha surgery, the surgeon noted that the ceramic femoral head was found to be articulating with the superior lateral portion of the acetabular cup and complete wear at the portion of the liner was seen. Portion of the lateral rim of the acetabular liner was broken free. The liner thinned on the fractured side due to wear and creep. Doi: (B)(6) 2019 - dor: (B)(6) 2022 (left hip).

Event description:
The patient has hip flexor tendinitis. *on (B)(6)2019, the patient had a left total hip arthroplasty to address left hip degenerative joint disease. Depuy components were implanted during the procedure. Medical records from (B)(6)2019 note the patient is 9 weeks status post left total hip arthroplasties and is having pain, but is considered to be doing very well. (B)(6)2019, medical records note the patient is 10 months status post left total hip arthroplasty, patient reports having anterior groin pain. The assessment notes the patient is 1 year out from left total hip arthroplasty and the patient now has anterior heterotopic ossification and hip flexor tendinitis. (B)(6)2020 revision arthroplasty hip, both acetabular and femoral components. (No more info provided) (B)(6)2022, medical records report the patient noted an audible noise with any hip movement starting 1/22, and pain, with a deep burning sensation. Radiographs are reported to show an asymmetric position of the femoral head component within the acetabular component compatible with linear wear/displacement. On (B)(6)2022, the patient had a revision arthroplasty to address left hip pain. Intraoperative findings included: a fracture of the left polyethylene liner, metallosis, and wear of the ceramic head. (Sticker page 213 of 305) there was a discrepancy between the medical record that notes a zimmer dual mobility was implanted and the part/lot numbers that were provided were depuy bi-mentum pe liner, pinnacle dual mobility liner, and depuy femoral head. 6 weeks prior to the current surgery, the patient was revised to address heterotopic ossification.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b6 and b7. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.